Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the contact believes the cartridge was filled with 150 units; however, was unsure of the amount of insulin the cartridge had been filled with. The customer's blood glucose level was within target range. The customer successfully added additional insulin to the cartridge and completed the load process successfully.

Manufacturer narrative:
(B)(4).